Event description:
It was reported that during the self-test, it is prompted that the device is disabled and cannot provide a check. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a paddle tray. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time